Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, a (B)(6) technician repaired the unit. They ran an est (extended systems test)and failed but the unit was showing normal waveforms with no leaks. The found that the exhalation diaphragm was dislodged. Replaced and installed a pm kit, o2 cell and internal battery. They let the unit run to stabilize readings and calibrated the transducers. Ovp (operational verification procedure) procedures were performed and passed. Electricity safety also passed. The unit is ready for use. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ventilator occurred low volumes and high pressure. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.